Manufacturer narrative:
(B)(4). H6: suggested component code: mechanical (g04) ¿ stem. The customer has indicated that the product remains implanted and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the z1 stem was difficult to position. It would perch and not fully seat. The surgeon noted concerns with the pps coating, stating that it was too thick and caused the stem to perch. The stem was eventually seated, and the case was completed successfully. No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: intraoperative images during total hip arthroplasty with noncemented femoral component. The images show a small gap between the calcar and collar of the femoral stem. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.